Event description:
It was reported that the (1) pph01 was used during a rectum procedure. It was reported that the knife did not circle completely. It was reported that it cut in the plastic ring. The stapling was not complete. The physician could not take the stapler out. The extended operation time of 60 minutes was due to the fact that the surgeon could not get the stapler out. As the stapler got blocked into the rectum, caution had to be taken to not damage the staple line. As the stapler filled the rectum almost completely, the excision was very time consuming. The stapler has been excised carefully and the staple line was inspected in detail, cautery or sutures were applied where necessary. The pt was kept for 1 week for control to be absolutely sure about the outcome of the intervention.